Manufacturer narrative:
A complete lead was returned in one piece measuring 58.0 cm. Analysis was normal. No anomalies were found. The damage found was sustained during the surgical procedure.

Manufacturer narrative:
Appropriate term/code not available- used in place of user concern for potential to split the tricuspid leaflet.

Event description:
It was reported that the echocardiogram raised concern that the right ventricular lead would splint the tricuspid leaflet. The partial device dependent patient presented for lead explant procedure on (B)(6) 2018. The lead was explanted and the right ventricular port was plugged. The patient tolerated the procedure well with no complications observed.